Manufacturer narrative:
(B)(4). H10: shell porous with cluster holes 56 mm item: 00620205622 lot: 60669807 bone screw self-tapping 6.5 mm dia. 40 mm length item: 00625006540 lot: 60505184 unknown competitor femoral component g2: foreign ¿ australia the product was requested but was not returned by the hospital and will therefore not be sent to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that the patient underwent a hip revision approximately nineteen (19) years post-implantation due to pain and instability. During the procedure, the acetabular liner and femoral component (not zb) were revised. The trabecular metal cup size 56mm insitu and not removed. It was confirmed that no further information could be provided.